Event description:
Event was reported to caldera medical by an attorney. The patient has suffered stress incontinence, urine leakage, frequent urinary tract infections, high blood pressure, urine retention, and pain. No further information has been provided.